Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (40 mg/dl). The cause for low bg levels was unknown. Customer stopped insulin delivery and addressed low bg levels with soda.